Manufacturer narrative:
The reported extension removal issue from the ipg was not confirmed. As received, microscopic inspection revealed both the extension "a" and "b" had terminal contacts damaged. No further testing could be done.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during the patient's unrelated elective ipg replacement on (B)(6) 2024, the physician had trouble unscrewing the lead extensions from the ipg header, and had damaged them. As a result, lead extensions were explanted and replaced.